Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). DHR - conformed to the specifications when released to stock. The device was not returned for investigation. As this is an issue with infection the sterilization certificate was inspected no discrepancies were noted the sterilization certificate conformed to specifications, signed on the (B)(6) 2019. No root cause could be determined as the sample was not returned for investigation. The root cause for the reported infection could not be determined as the sterilization certificate conformed to specifications.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the holter rickham device was involved in a device related infection: "the protocol procedure of puncturing the device as well as the csf sampling may have contributed to the event."